Manufacturer narrative:
This report is submitted on february 16, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.